Manufacturer narrative:
(B)(4). This device is used for therapeutic purposes.

Event description:
It was reported that attachment was noisy, would not hold the bur and heated up. There was no report of patient impact or injury as a result of this event.